Manufacturer narrative:
Beckman coulter, inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available options to optimize the sensitivity of instrument results. Beckman coulter recommends avoiding the use of one type of message or output to summarize results or patient conditions. There may be situations where the presence of a rare event may fail to trigger a suspect message.

Event description:
A customer reported to beckman coulter, inc. (Bec) that unicel dxh 800 coulter cellular analysis system generated a discrepantly high corrected white blood cell (wbc) result when compared to the previous and later runs of the specimen. Instrument did not generate flag for the discrepant result. The patient's second specimen produced similar inconsistent results, but the high corrected wbc result was flagged. The patient results are shown in the attached file. The customer's manual slide showed lower wbc of 2.5, which was reported out of the laboratory, and the customer considered the lower wbc result correct. No erroneous results were reported out of the laboratory, and there was no report of death, injury, or change to patient treatment associated with this incident. The specimen was collected in a 5 ml vacutainer tube, stored at room temperature, and sampled within 2 hours of collection. Controls were run before and after this event and recovered within the established ranges. The instrument is currently performing within qc specifications. Service was not dispatched for this event. Raw data analysis revealed that this is a case of mixed lymph and nrbc in the first population on the wbc histogram. The internal variables for the algorithm to classify the population as debris or lymphs are near the pre-defined threshold. Therefore, the results are inconsistent between runs.